Event description:
It was learned through implant patient registry that a 29mm 11060a aortic valve was explanted after an implant duration of four (4) months, fourteen (14) days due to unknown reasons. The avr procedure was completed with another 29mm 11060a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned through implant patient registry and medical record that a 29mm 11060a aortic valved conduit was explanted after an implant duration of four (4) months, fourteen (14) days due to prosthetic valve endocarditis with pseudoaneurysm of the aortic root. The avr procedure was completed with another 29mm 11060a aortic valve. The patient was discharged to home in stable condition on pod# 11. Per medical record: the patient recently discharged from hospital on (B)(6) 2023 and was discharged on prolonged antibiotics due to sternal infection, bacteremia and positive mrsa/meningitis blood cultures. The patient presented one month and ten days post discharge with a pulsating mass in chest and was diagnosed with a significant pseudoaneurysm of aortic root and prosthetic valve endocarditis. A pre op tee showing large 10cm pseudoaneurysm coming from the lvot, and functional aortic valve. The patient was taken to surgery. Findings at surgery showed a large pseudoaneurysm around ascending aorta originating from lvot and significant dehiscence of the prior aortic graft. There was clear infection around the aortic root graft. The patient underwent reop of prior aortic root replacement and avr (bentall procedure), using a 29mm 11060a avc, a cabrol replacement of the left main using graft, patch repair of the innominate vein, pseudoaneurysm repair of lvot. A post op tee showed a well seated prosthetic valve with no pvl, no residual flow in pseudoaneurysm. Preserved lv and rv function. Pod #6 echo aortic valve well seated, gradient normal and prosthetic aortic root well seated. A ppm was implanted on pod#6 due to chb. On pod # 7 multiple teeth were extracted.